Event description:
The report stated that the pt died approx 72 hours after a procedure in which the device was used. Additional questions as to the details of the incident have been asked. A response has not been received from the site.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded and our questions will need to be forwarded to the site's legal dept. If additional info pertinent to the incident is obtained, a follow-up report will be submitted. A list of questions, including inquiries as to the results of the autopsy, have been asked of the site and of the dr, but no response has been received.